Event description:
The consumer reported that the patient had a new system implanted on (B)(6) 2016 and had a loss of therapy. The patient started throwing up really bad on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.